Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the middle port. This was identified in the pharmacy after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information : the lot was manufactured between 06-21-2018 and 06-22-2018. The actual device was not available; however, unopened companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing, no leak was observed at the spike port and the reported issue was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.